Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the basal software did not suspend insulin delivery. Customer's blood glucose was 40-50 mg/dl. Bg cause was not known. At the time of the report, customer was unable to upload pump data logs for review. No additional information was provided.